Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the 4-40 stud was broken off the handpiece. The handpiece was dripped during the case. It is unk how the procedure was completed as another handpiece wasn't available. No pt consequence was reported.